Manufacturer narrative:
(B)(4). Concomitant medical products: pt-113950 pt hybrid glen post regenerex 057640, 118001 versa-dial/comp ti std taper 280170, 113042 versa-dial 46x18x53 hum head 392500, 113632 comp primary stem 12mm mini 391970. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11137.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty and was subsequently revised due to disassociation two years post implantation. No additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the glenoid and regenerex post returned for evaluation shows the sleeve has broken out of the molded glenoid. The sleeve is still screwed onto the post. There is almost no bone growth on the glenoid or the post. There is a little bit of blue bone cement left on the pegs of the glenoid. The glenoid is slightly deformed but it¿s unknown if that¿s from the post coming out of the glenoid or being explanted. Review of device history records found these units were released to distribution with no deviations or anomalies. A root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.